Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller was returned for evaluation. The pump was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Log file analysis revealed that a controller fault alarm was logged on 18-dec-2021 at 23:41:20 and event exceptions were recorded due to a fault in the internal battery charging circuit. Log file analysis also revealed internal battery voltage values slightly below nominal values. As a result, the reported controller fault alarm event was confirmed through log file analysis. However, during supplemental testing, the controller was allowed to run for an extended period of time and results revealed that the controller fault alarm, event exceptions, and abnormal readings in the internal battery voltage could not be replicated. An internal inspection did not reveal any anomalies. Additionally, log file analysis revealed a controller power-up event, with an associated motor start event, on 18-dec-2021 at 23:45:01. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 52% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 97% rsoc. The data point recorded after the loss of power revealed that b at933841 was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 1 minute and 12 seconds. As a result, the reported controller fault alarm and controller power-up events were confirmed. No vad stop alarms were logged within the analyzed period; however, it is likely that the pump stopping during the controller loss of power corresponds with the reported vad stop event. A vad disconnect alarm was logged on 19-dec-2021 at 04:44:31, indicating a physical disconnection of the driveline form the controller, which corresponds with the reported controller exchange. The reported difficulty disconnecting the driveline could not be confirmed due to insufficient information. Based on the available information, a possible root cause of the reported difficulty disconnecting the driveline may be attributed, but not limited, to the handling of the device. Based on the available information, the most likely root cause of the reported controller fault alarm can be attributed to a faulty internal battery charger integrated circuit. The most likely root cause of the loss of power, and associated pump stop, can be attributed to the reported disconnection of both power sources from the controller, as described in the event details. CAPA pr00551638 is investigating controller losses of power. Additional products: d4: serial or lot#: (B)(6) d9: yes, return date: 04-jan-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g02013 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c02, c23 h6: FDA conclusion code(s): d02, d11 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿controller 2.0, model #: 1420 / catalog #: 1420/ expiration date: 12-feb-2021/ serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 12-feb-2020, labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited controller fault alarm due to internal depleting battery. The patient and her daughter attempted to change the controller and had difficulty removing the driveline but a double disconnect of power from the controller occurred and the ventricular assist device (vad) stopped. The controller was reconnected to the power source and the controller fault went away and the vad restarted. The controller was exchanged. No patient complications have been reported as a result of this event.